Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Follow up with clinic reported patient last seen on (B)(6) 2009. There were no allegations of device performance issues. Patient was not pacemaker dependent. The cause of death was reported as congestive heart failure. An autopsy was not performed.

Manufacturer narrative:
Asku

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation. Proximal segment returned and analyzed.